Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on an unspecified date, the patient went through revision surgery. No further information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision surgery after a tka was performed on an unspecified date. No additional information was provided, and the patient¿s current health status is unknown. Without clinically relevant information, the root cause of the reported revision could not be concluded and the patient impact beyond the reported revision cannot be determined. No further clinical/medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.